Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the repeated message error 32056 on universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the error 32056 was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current failed pointing to the yaw axis. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a repeated error 32056 occurred on universal surgical manipulator (usm) 4 at system startup. Technical support engineer (tse) had customer perform a hard power-cycle, but the issue persisted. Procedure continued with only 3 arms. The procedure was completing as planned with no reported injury.